Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was cracked and moisture was present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2105 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: the display lens was found to be cracked. Moisture was observed inside the display. Moisture was found throughout the interior of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.